Manufacturer narrative:
E1: initial reporter phone number: (B)(6).

Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion was located in the subclavian artery. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at nominal burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. And the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the subclavian artery. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at nominal burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable. It was further reported that the target lesion was mildly tortuous. The balloon ruptured on the first inflation and was completely removed from the patient.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 5mm from the tip and is approximately 40mm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the subclavian artery. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at nominal burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable. It was further reported that the target lesion was mildly tortuous. The balloon ruptured on the first inflation and was completely removed from the patient.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6).